Event description:
The branch was notified of the child's death in 2007. It was reported that the child was found in his hospital room and was "blue" in color. The respiratory therapist reported that the pt's trach was dislodged. Pt was on ltv-950 at the time of incident.